Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt was seen in clinic and had high lead impedance with their newly implanted generator. The pt did not have any fall or injury preceding the event. The pt had been having in increase in seizures not above baseline. X-rays were taken prior to the pt's surgery in december where their vns generator was replaced. They were reviewed by manufacturer on (B)(6) 2010 that showed a lead discontinuity. The x-rays were taken on (B)(6)2009 and the pt had their vns generator replaced on (B)(6)2010. The pt later went to have their lead replaced on (B)(6)2010. It was noted in the operating room during the lead revision surgery, the pt had a severe amount of scar tissue around their lead. The lead will not be returned from the explanting hospital. Good faith attempts are being made for additional details about the event.